Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 03 mar 2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the mini tray drawer had been failing and would not open. The field service engineer fse found that mini sleeve 13 a triple wide sleeve was catching on the fascia next to it causing it to fail to open. The fse slightly pulled the drawer out and adjusted the fascia piece to create enough clearance for the sleeve to eject properly. This action resolved the issue. The drawer was tested manually and through the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the main drawer 1.3 failed to open for remove or refill medication, which located on lvor2. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.